Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 350- 400 mg/dl, vomiting, nausea, and a high level of ketones. Reportedly, the cause of the high bg was a kinked cannula on a non-tandem infusion set. The infusion set brand and manufacture was not provided. Treatment was provided via intravenous fluids, zofran for nausea, and manual insulin injections. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage.